Event description:
It was reported that during a laparoscopic gastrectomy, the instrument locked on to the vessel and could not be removed. The surgeon restored hemostasis by oversewing. Additional information received: other than the oversewing there was no transfusion or any other intervention required.